Event description:
It was reported that in the emergency room while inserting the swg through the introducer needle, resistance was met and the doctor was unable to totally advance the swg through it. As a result, the coil of the swg tip separated from the core wire. As a result, new kit was opened and used without issue. There was no reported delay, death or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4).